Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported difficulty to advance (introducer sheath) and difficulty to remove (dispenser coil/protective sheath) could not be confirmed as the dispenser coil, protective sheath and procedural introducer sheath were not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other complaints reported. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the device from the dispenser coil/protective sheath as the dispenser coil and protective sheath were not returned for analysis. The reported difficulty to advance (introducer sheath) appears to be related to operational context of the procedure as it is likely the device interacted with the introducer sheath during advancement to the lesion causing the reported difficulty to advance (introducer sheath) and subsequent stent dislodgement. The dislodged stent was crushed against the vessel wall using another stent. The reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6 - medical device problem code 2017: failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the subclavian artery. During preparation the 8.00x29mm otw omnilink elite balloon expandable stent (bes) met resistance while removing the device from the dispenser coil and also during removal of the protective sheath. During the advancement of the bes in the anatomy, resistance was noted with an 8f introducer sheath, and the stent ultimately dislodged from the balloon. The dislodged stent was crushed against the vessel wall using another stent. The bes and the 8f sheath were replaced with a new sheath and same size omnilink and the procedure was completed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.